Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room with cardiac arrest. A remote monitoring transmission was reviewed and noted that an alert had been triggered due to non-sustained episodes and short v-v intervals. The right ventricular (rv) lead showed possible intermittent oversensing and undersensing was noted on stored episodes. The right atrial (ra) lead showed possible undersensing on stored episodes. Both leads remain in use. No further patient complications have been reported as a result of this event.